Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed but occurrence was likely. The device evaluation found leakage from the instrument channel, the bending section rubber was stretched, the brush passage had tears in the channel wall, there was no image, the bending section failed the electrical continuity test, had a detached distal end, and the control body was wet. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii bronchovideoscope had an e315 error. The issue was found during preparation for an unknown diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, there was still no image after drying the subject device and the image returned normal by replacement of m-plug. Moreover, it is presumed that the reported events occurred by damage of m-plug. However, the root cause of the reported event is unable to be determined any further. The event can be prevented by following the instructions for use (IFU) which state: operation manual: important information ¿ please read before use: warnings and cautions: disappeared or frozen endoscopic image. Olympus will continue to monitor field performance for this device.